Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device had a deformed clamping mechanism, staple pushers were flush with the cartridge surface, and the laminates were bent. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatic procedure, the device able to be fired without issue but the firing was not smooth. The firing was completed in the end, just that the problem was with the friction in the loop handle which was described by the surgeon as abnormal amount.